Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: in an abstract 'outcomes of cementless-backed patellar components,' x-rays are provided for a patient with the following noted: "...patient who had a history of bone-patellar tendon-bone autograft harvest for anterior cruciate ligament reconstruction sustained a patella fracture that was managed non-operatively. The fracture healed by 1 year and the patient continued to have an otherwise successful outcome, now at 2 years follow-up."

Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving an unknown triathlon patella was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of medical records with a clinical consultant indicated "review of the article and the radiographs contained within it confirm a peri-prosthetic patella fracture in a patient who previously had a history of bone-patellar tendon-bone autograft harvest for anterior cruciate ligament reconstruction. The periprosthetic fracture was managed nonoperatively and healed by 1 year. The patient reportedly continued to have an otherwise successful outcome, the root cause of this periprosthetic patella fracture cannot be determined by the information provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event was confirmed via clinician review. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: in an abstract 'outcomes of cementless-backed patellar components,' x-rays are provided for a patient with the following noted: "...patient who had a history of bone-patellar tendon-bone autograft harvest for anterior cruciate ligament reconstruction sustained a patella fracture that was managed non-operatively. The fracture healed by 1 year and the patient continued to have an otherwise successful outcome, now at 2 years follow-up."